Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (>600 mg/dl), 398 mg/dl, 404 mg/dl, and 203 mg/dl, while using the suspect device. Pt indicated that, based on the value of "hi," insulin was delivered (amount and type not provided). No pt injury was reported and no treatment was received. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.